Event description:
The account alleged, the bed is alarming service required. The account found the left siderail does not show bed exit leds. The bed exit is not alarming. No pt impact.

Manufacturer narrative:
The graphic caregiver interface shows the bed exit and it does work but the bed is alarming service required with no audible sound. The account tested the bed and found the piezo speaker was not working. The technician asked the account to check the left user control module board connections or swap the power control module to isolate this issue. The account checked the left user control module board connections. The account said before he checked them, the foot up button did not work. After checking all connections the foot up now works. No codes but still no audible alarm or lights on the left bed exit board. The technician gave the account the part number and price for the bed exit board. The account called back and they have the same issue. The technician told the account to replace the left user control module board. No further information is available on the repair of the bed at this time.